Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed that the customer-reported infusion was programmed on the reported event occurrence date. The log did not reveal any abnormalities that could have contributed to the reported problem. The customer reported that "upstream occlusion!", "air-in-line!" And "max air detected" alarms occurred but did not allege that the alarms were false or a nuisance. There does not appear to be "upstream occlusion!" Or "air-in-line!" Alarms consistent with constant, false behavior within the history log. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation however due to the nature of the allegation, the issue cannot be verified or refuted. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A spectrum pump was alleged to cause the patient's backflow of blood into the idpn (intradialytic parenteral nutrition) bag during therapy. The causes of the reported blood backflow were unknown. The backflow volume was not reported but was likely to be minor. Blood backflow/blood in line/ retrograde flow in the tubing involves minor blood loss with no risk of breached sterile fluid path. There was patient involvement but there was no report of serious injury or medical intervention associated with this report at this time. No additional information is available.